Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-sep-2023. One sample was provided to our quality team for investigation. Through visual inspection, damage was observed within the barrel, causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. A device history record review found no non-conformances associated with this issue during production of lot 2208102. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. H3 other text : see h10.

Event description:
It was reported that 10 of the bd plastipak¿ syringes with attached bd® blunt fill needle had leakage past the stopper with blood backflow. The following information was provided by the initial reporter, translated from german to english: leakage of liquid. Leakage of medication at the syringe plunger risk ! Preparation of medication (cannula). Reflux of blood in syringe, risk !!!

Event description:
It was reported that 10 of the bd plastipak¿ syringes with attached bd® blunt fill needle had leakage past the stopper with blood backflow. The following information was provided by the initial reporter, translated from german to english: leakage of liquid. Leakage of medication at the syringe plunger risk! Preparation of medication (cannula). Reflux of blood in syringe, risk!!!

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.